Event description:
It was reported that the capri large expandable anti torque handle fractured intra-operatively. The fractured pieces were removed from the surgical site and the procedure was completed successfully with a 5 minute delay. No adverse consequences or medical intervention were reported.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. Since no device was received by stryker, a conclusive cause for the failure mode could not be identified. Potential causes include: normal wear due to repeated use, excess force applied during the procedure. No further investigation can be performed due to insufficient information provided. If more information is received and/or devices are returned for evaluation this investigation will be reopened and updated.

Manufacturer narrative:
Hospital discarded the device.

Event description:
It was reported that the capri large expandable anti torque handle fractured intra-operatively. The fractured pieces were removed from the surgical site and the procedure was completed successfully with a 5 minute delay. No adverse consequences or medical intervention were reported.